Event description:
It was reported that the patient hear the pump alarming and felt more pain than usual and reported to the emergency room. The physician interrogated the pump and noted a motor stall. The ¿stalls¿ had occurred on october 23 and the most recent stall had occurred several hours earlier and had not yet recovered. The pump was programmed to minimum rate and consulted with another physician on how to manage the patient. It was reported the pump would likely be replaced in the coming weeks. It was unknown if there was any patient injury. Additional information was requested. It was further reported that the cause of the stalls was not known and ¿no malfunctions reported.¿ the pump stop code was issued on (B)(6) but it was not confirmed if this code was used. The patient was stable and on oral medications. The device system delivered morphine and clonidine. It was further provided that six motor stalls and recoveries occurred on (B)(6) 2013. One motor stall and recovery occurred on (B)(6) 2013. Lastly, two motor stalls occurred on (B)(6) 2013. The first recovered the second had not.

Manufacturer narrative:
(B)(4).